Event description:
Information received indicates the technician found that the ground resistance reading was open while doing an electrical safety test.

Manufacturer narrative:
The technician found that the ac power cord had an open ground inside the plug. He retightened the plug terminals to repair the bed.